Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 2 potential false negative sars results. Customer states their symptoms continued to get worse. They tested by another brand rapid antigen test sometime in the future obtaining a positive result (timeframe of the future testing is unknown and further contact with the customer is not possible). Report 2 of 2.